Event description:
Ous MDR - three days after the implantation, "no capture" was reported. The lead was explanted. No deterioration of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR - during the analysis, the lead properties were checked. There were no deviations from the technical specifications that could be related to the clinical complaint. The cuts in the outer insulation are probably due to the implantation process. There were no indications of manufacturing errors or material defects.